Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a vessel dissection occurred. The 2.75mm long target lesion was located in the left anterior descending artery (lad) with a reference diameter of 32mm. A taxus liberte (mr) 32 x 2.75mm stent was placed in the target lesion. The physician then discovered a dissection in the distal part of the deployed stent. The procedure was completed by placement of a taxus liberte 2.5x12mm stent to cover the dissection. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a vessel dissection occurred.the 2.75mm long target lesion was located in the left anterior descending artery (lad) with a reference diameter of 32mm. A taxus liberte (mr) 32 x 2.75mm stent was placed in the target lesion. The physician then discovered a dissection in the distal part of the deployed stent. The procedure was completed by placement of a taxus liberte 2.5x12mm stent to cover the dissection. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Correction: age at time of event: under the age of 18 to age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device is combination product.age at time of event: under the age of 18.device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).